Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom. The evaluation reproduced the alarms. The evaluation found downstream tubing guide gasket folded over at the upper right corner. The downstream tubing guide/gasket assembly was replaced.

Event description:
It was reported a spectrum pump displayed constant downstream occlusion messages, when no occlusion was present. It was also reported there was no patient injury.